Manufacturer narrative:
One agilis introducer was returned for an evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. Microscopic evaluation of the hemostasis seal revealed no anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The leak could not be replicated during testing.

Event description:
During the procedure, prior to catheter insertion, air was aspirated into the syringe connected to the extension port of the sheath. Several aspiration attempts were made with no resolution. The sheath set was removed and replaced and the procedure was completed with no adverse patient consequences.